Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis indicated that a puncture hole in the insulation in the tip region of the lead was observed, damage was consistent with a backloaded guidewire escaping the lumen. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to lead body damage. This lv lead was never in service. No adverse patient effects were reported.